Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2019) is considered to be a best estimate. This emdr represents the bard phasix st mesh (device 2). An additional supplemental emdr was submitted to represent the bard ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2018 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, "midline incision was made, a medium sized ventralex st mesh (device 1) was placed into the fascial edges." (B)(6) 2020 - patient was diagnosed with hiatal hernia and chronic gerd thereby underwent open repair with the implant of phasix st mesh (device 2). (Note: no op notes were provided in mr). (B)(6) 2020 - patient was diagnosed with esophageal stenosis after fundoplication with dysphagia, epigastric pain and extensive adhesions thereby underwent laparoscopic repair. Per op notes, "lysis of adhesions of the omentum from the anterior abdominal wall to the old mesh. There were adhesions above the level of the hiatus fairly intense that were taken down."